Event description:
During product evaluation, a flogard infusion pump was found with a damaged power cord. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. Visual inspection found a damaged power cord. The cause was undetermined. To correct this condition, the power cord was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.